Event description:
While using a byte day aligner, patient has significant bite changes with her byte treatment, diminishing her ability to chew. Clinical assessment of the patient's occlusion revealed an open-bite first molar to first molar with only the second molars being in occlusion. The aligner coverage of the second molars in her current aligner sequence would not allow for resolution of this bite issue and may result in additional iatrogenic bite opening. Doctor advises to discontinue aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.